Event description:
This report was determined to be necessary as a result of a complaint received by the MFR, on one of its products an apnea monitor. Pt received electrical shock while connected to apnea monitor (note: safety lead wires were in use. This event is unrelated to the problems/risks associated with use of non safety lead wires). Customer was contacted for add'l info concerning the alleged problem. Following is the info obtained from the cognizant registered respiratory therapist (rrt), the healthcare professional who was resonsible for the pt: a. Received a call from the mother. Stated that she felt alot of electricity around the baby when the monitor was in use. Rrt asked for more info. Mother stated that when they were around the baby or touced the baby they got shocked. B. Rrt was not sure of the exact situation after speaking with the mother. Decided to visit the home and check out the unit. C. The family lives in a very old house. Upon arrival, rrt noted that the baby was in a white wicker bassinet. No carpeting was in the area. The floor is wood. Rrt found that when she touched the baby she receivrd a shock. When rrt touched the monitor bag she received a shock. Rrt stated that the shock was unlike static. It felt like a painful sharp sting. D. Rrt proceeded to unplug the unit. Noticed that the plug was hot. Rrt also noticed that when she unplugged the cord the prongs were too hot to touch. Unit was plugged in to a grounded outlet. No extension cord or ground-removing adapters were being used. E. Rrt stated that a bedside nursery monitor (radio transmitter) was plugged into the same outlet and it was acting normally. Rrt asked the mother if she had tried different plugs. The mother said they had tried different plugs both upstairs and downstairs. The mother said it exhibited same problem (not verified by rrt). Baby was acting as if uncomfortable. The mother did not report any problem with the baby as a result of this phenomenon. Other facts: date monitor assigned to pt: 7/5/96, incident date: date: 7/24/96, pt born 6/15/96. H. Rrt then removed the unit from the home and took it back to ch and was unable to duplicate the problem. Unit was shipped with the charger via ups on 8/19/96. Unit arrvied 8/21/96. Notification to co 8/21/96.